Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old caucasian female patient underwent a breast augmentation surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with capsular contracture of the right breast. However, no baker grade rating was provided. As a result, the patient underwent removal and replacement with 550cc mentor memorygel breast implants on (B)(6) 2022. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-01663 for the contralateral event.

Manufacturer narrative:
On october 24, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Additionally, mentor became aware that previous information was submitted in error. Conclusion not yet available should have been reported in the investigation conclusions as the device was returned, however, an evaluation was not completed. Manufacturer¿s reference number: (B)(4). In the initial, d6 investigation conclusions should have been populated with conclusion not yet available (d16) as the product had returned, yet no evaluation was completed.

Manufacturer narrative:
On october 25, 2022, mentor became aware that errors were submitted in the first follow-up report. The date received by manufacturer should have been 10/24/2022, and as a result the report submission due date should have been 11/23/2022. Additionally, the date device returned to manufacturer in the follow-up was reported as 4/13/2021. This date is incorrect and should have been 4/13/2022 as per the initial report. As such, the previous report was submitted on time. Manufacturer¿s reference number: (B)(4). In the first supplemental report, g3 date received by manufacturer should have been reported as 10/23/2022, report submission due date as 11/23/2022, and d9 date device returned to manufacturer as 4/13/2022 per correct information received dates.